Event description:
It was reported by service report that there is a hole in the mattress and fluid intrusion was found. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.